Manufacturer narrative:
(B)(4).

Event description:
It was found when the patient presented to the clinic, noise was observed on the atrial channel caused by electromagnetic interference. The patient is asymptomatic. No programming changes or surgical procedure was suggested to resolve the issue. No further information is available.